Event description:
It was reported that "nothing really worked" and the catheter was disconnected. There were dose adjustments and a catheter dye study performed on (B)(6) 2010. They were unable to aspirate any fluid and normal saline was placed in the patient's pump on that day. The pump was set at minimum rate of 0.0489 mg/day. It was later confirmed that the catheter was fractured and there was a break, tear, hole but the location of the fracture was unknown. It was noted that the patients pump was stopped on (B)(6) 2012. It was indicated that the patient did not want his catheter replaced and had refused surgery, so the intrathecal drug delivery was discontinued. A critical pump alarm was heard and confirmed via telemetry of "stopped pump may exceed tube set." Alarms were silenced except low reservoir alarm and request was made to have the pump turned off completely. An authorization for the "off pump" passcode was given. The patient's outcome was reported as no injury.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product ID: 8731sc, serial# (B)(4), implanted: (B)(6) 2007, product type: catheter. (B)(4).